Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a native bicuspid aortic valve, the valve dislodged toward the aorta. Severe paravalvular leak (pvl) resulted. A second valve was successfully implanted valve in valve. A balloon aortic valvuloplasty (bav) was performed resulting in an improvement in pressure gradient and mild pvl. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence positioning difficulties/dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and the compliance of the native anatomy. Dislodge events are typically not related to a device malfunction. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the paravalvular leak most likely resulted due to suboptimal position as the valve dislodged. This event does not allege a device malfunction occurred. However, without return of the product a root cause could not be established from the information available.

Manufacturer narrative:
Additional information was received that the post implant balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) balloon resulting initial mild pvl with later report that no paravalvular leak (pvl) was present. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.